Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed for recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2014, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted and mr was reduced from grade 4+ to grade 1+. An echocardiogram was performed on (B)(6) 2017 and moderate mr was noted. The clip was noted to be attached to the leaflets; however, it was not known if the increased mr was due to disease progression. On (B)(6) 2018, the patient was placed on hospice care. On (B)(6) 2018, the patient died of respiratory failure due to congestive heart failure. Per study physician, the was unrelated to the study device or the study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mr could not be determined. Although a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.